Event description:
It was reported that patient is having increased seizures. Further information was received indicating that patient had a prophylactic battery replacement. The explanted device has not been received to date. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanovas employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The device has been received into product analysis which is underway but not yet completed. No other relevant information has been received to date.

Event description:
Generator product analysis was approved. There were no performance, or any other type of adverse conditions found with the pulse generator. The managing physician has reported that pre-vns baseline seizures were "about at least once a week" however no comparison was made to seizure levels prior to the device explant and allegation of seizure increase. The physician does state he does not see any clear and direct correlation between his seizures and vns battery level. No other relevant information has been received to date.